Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Associated products: medical product: g7 neutral e1 liner 36mm d, item # 010000856, lot 6289819; medical product: taperloc pc 10.0 mm 12/14, item # 650-0320, lot 6289761; medical product: delta ceramic fem hd dia36/+4mm 12/14, item # 650-0838, lot 2017061364. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left hip replacement on (B)(6) 2018. On (B)(6) 2020, the loosened cup and inlay components and the plug-on head were replaced due to aseptic loosening of the cup.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Two full-pelvis anteroposterior x-rays were provided for analysis with (B)(4): one post-primary x-ray, taken on (B)(6) 2018, and one pre-revision x-ray, taken on (B)(6) 2020, where a total hip replacement is present in the patient¿s left hip. In the post-primary x-ray, the inclination angle of the acetabular shell was measured to be 47.6 degrees, whereas in the pre-revision x-ray, the inclination angle of the acetabular shell was measured to be 50.8 degrees. Both angles are steeper than the recommended inclination angle of 40 degrees. The difference in the two measured angles may indicate movement of the acetabular shell, thus confirming the reported loosening of the component. In the pre-revision x-ray, a bone defect is visible distally to the acetabular shell, suggesting that the shell has migrated proximally, as reported in the translated notes from the revision surgery, also in agreement with the reported loosening. It is reported that the patient was born on (B)(6) 1943, therefore they were 74 years old at the time of primary surgery. The notes from the primary surgery ((B)(6) 2018) state that the acetabular shell was inserted with a correct fit, and that after insertion of the femoral stem, there is no dislocation tendency, the leg length is the same. The inclination angle of the acetabular shell is not mentioned. The notes from the revision surgery ((B)(6) 2020) state that the indication was clinically and radiologically aseptic acetabular loosening of left hip, and that tests revealed no sign of infection. The surgeon performed a cancellous bone plasty with crushed foreign cancellous bone, which is compressed in the bone defect created by the cup migrating cranially, which suggests suboptimal acetabular bone quality. These factors and related recommendations are mentioned in the instructions for use of the g7 acetabular bispherical system and of the g7 neutral e1 liner: warnings and precautions. Improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. Tight fixation of all non-cemented components at the time of surgery is critical to the success of the procedure. Each component must properly press fit into the host bone which necessitates precise operative technique and the use of specified instruments. Bone stock of adequate quality must be present and appraised at the time of surgery. Biomet joint replacement prostheses provide the surgeon with a means of reducing pain and restoring function for many patients. While these devices are generally successful in attaining these goals, they cannot be expected to withstand the activity levels and loads of normal, healthy bone and joint tissue. Possible adverse effects: loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. The manufacturing history records (mhrs) for the g7 bispherical 50d shell, g7 neutral e1 36 mm liner and taperloc 12/14 porous 10x140 femoral stem have been checked and verify that the components were manufactured and sterilised in accordance with the applicable specifications. The root cause of implant loosening cannot be determined with certainty without additional patient information such as height, weight and activity level, as well as without the analysis of the revised components. The zimmer biomet product experience report (zper) provided with (B)(6) stated that the available information suggests that the device has malfunctioned or failed to perform as intended, and that there were no contributing conditions related to the event. However, it is likely that suboptimal implant positioning and suboptimal acetabular bone quality may have been contributing factors. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years has found 4 similar complaints reported with the item. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Event description:
It was reported that a patient underwent an initial left hip replacement on (B)(6) 2018. On (B)(6) 2020, the loosened cup and inlay components and the plug-on head were replaced due to aseptic loosening of the cup.